Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding so heavy'), blood loss anaemia ('anemia') and post procedural complication ('post procedural complication') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), blood loss anaemia (seriousness criteria medically significant and intervention required), post procedural complication (seriousness criterion medically significant) and polymenorrhoea ("periods then started every 2 weeks"). The patient was treated with surgery (hysterectomy (uterus , cervix, tubes)). Essure was removed. At the time of the report, the menorrhagia, blood loss anaemia, post procedural complication and polymenorrhoea outcome was unknown. The reporter considered blood loss anaemia, menorrhagia, polymenorrhoea and post procedural complication to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.